Manufacturer narrative:
Evaluation: underwater leak testing discloded a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of diffuculty: the ragged edged penetration located within an abrasion mark it typical of that produced by calcified plaque during iabp.

Event description:
Event complications: unknown - reported 12/30/96; none - reported 1/20/97. Pt's current status: in ICU-rpt'd 1/20/97.